Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
Affected channels were noticed during in situ measurements. The user was reimplanted on (B)(6) 2023.

Event description:
Affected channels were noticed during in situ measurements. Re-implantation is considered and could be performed in 2-3 months. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Affected channels were noticed during in situ measurements. The user was re-implanted.